Event description:
A pt was undergoing a laparscopic tubal occlusion procedure with fallopian tube clips. One of the clips came apart in three pieces in the abdomen. All of the component parts were retrieved without any other problems being repeated. Another fallopian tube clip was used to complete the case.